Event description:
It was reported that patient felt a lot of heat in the area when charging. It was noted that the patient was arrested and went through a scanner. It was believed that it may have damaged the device. The patient underwent implantable pulse generator (ipg) explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2022.